Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose level was 191 mg/dl at the time of incident. Customer stated that they did not hear any louder audible beep when volume is changed to 5. Customer reported they did not hear beeps when audio volume settings were saved. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures error noted during self test or in device history files.